Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had a high out of range (oor) pace impedance reading. The oor reading measured at 2500 ohms. It was also reported that the other viable pacing options resulted in phrenic nerve stimulation. Therefore this crt-d was replaced for a new one, as the physician wanted a quadripolar lead. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
It was reported that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had a high out of range (oor) pace impedance reading. The oor reading measured at 2500 ohms. It was also reported that the other viable pacing options resulted in phrenic nerve stimulation. Therefore this crt-d was replaced for a new one, as the physician wanted a quadripolar lead. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
The patient code was updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had a high out of range (oor) pace impedance reading. The oor reading measured at 2500 ohms. It was also reported that the other viable pacing options resulted in phrenic nerve stimulation. Therefore this crt-d was replaced for a new one, as the physician wanted a quadripolar lead. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.